Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm one month ago. The patient had a tight distal diameter that measured 25x18 mm. The right common iliac was severely tortuous and almost took a complete left turn after the distal aorta. Prior to implantation, there was circumferential calcification in the distal aorta. It was reported that an occlusion of the right limb was discovered at the patient's one month follow-up. The right limb appeared crushed in the region of the distal aorta and there is claudication in the right limb. The physician commented that the cause of the occlusion was due to the tight distal diameter and the tortuosity in the right common iliac. It is unknown if the contralateral limb or the ipsilateral limb was on the right side. The patient is currently stable and does not want treatment, so the physician will follow-up in one month. If the claudication progresses, then the physician will perform a left to right fem-fem bypass. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (anatomy related; small and calcified distal aorta, and tortuous iliacs). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; small and calcified distal aorta, and tortuous iliacs).